Event description:
Reporter stated the side snapped off where the bolt goes on right side. No injuries reported.

Manufacturer narrative:
Product was evaluated, and confirmed the tube is fractured at the bolt hole where the insert ends. This is the weakest point of the tube, and under the right conditions this failure may occur. A CAPA and harm are being conducted at this time.